Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as blisters that had broken open. The patient's doctor recommended the use of neosporin. Follow up for the skin irritation was completed and the skin irritation was improved.